Event description:
Procedure type: lap gastric bypass. According to the rptr: after insertion, it was noticed that a piece had broken off from the trocar and was in the pt's cavity. The piece was a 2mm length tip of the white trocar. The surgeon was able to remove the piece from the cavity. The case was complete at this point. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B)(4).